Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient, who is also a healthcare professional, reports inflammatory nodule at the injection site 5 days post juvéderm vollure¿ xc injection to the glabella. Dental crown placed near time on injection. Hyaluronidase and 5-fu injection provided as treatment 5 days later.

Event description:
Symptoms resolved 5 and a half months after onset.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is also a healthcare professional, reports inflammatory nodule at the injection site 5 days post juvéderm vollure¿ xc injection to the glabella. Dental crown placed near time on injection. Hyaluronidase and 5-fu injection provided as treatment 5 days later.